Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted on (B)(6) 2013. Short trochanteric fixation nail (tfn) with cut out of helical blade. Only the helical blade was removed. Per the surgeons conclusion, the locking mechanism wasnt down completely locking the blade to the nail. The surgery reportedly went fine.this is report 1 of 1 for complaint (B)(4).